Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: device was manufactured prior to design change.

Event description:
It was reported that, "dr clamped the patella implant during commenting, the clamp could not stay locked when it engaged the bottom. He held the clamp closed until cement was dry."